Event description:
It was reported that during an ischemic vt procedure, after the physician placed the catheter into the left ventricle retrograde through aortic valve and mapping for about one minute, it was noticed that the patient's blood pressure had dropped. The status of the patient was unknown.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Attempts to obtain additional information from the customer were performed with no success. A 3500a supplemental report will be submitted to the FDA as required if any additional information is provided by the customer. Concomitant products: carto xp system us catalog #: m470001, serial #: (B)(4). Stockert 70 system us catalog #: s7001, serial #: (B)(4). Cool flow pump us catalog #: cfp002, serial #: unknown. Refstar plus qwikpatch electrophysiology catheter us catalog #: xrpp8y, lot #: 15484887l. Manufacturer reference #: (B)(4).